Manufacturer narrative:
This report is for an unknown insertion instruments/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during anterior cervical fusion surgery, the surgeon trialed and implanted the bengal cage in the c4-5-disc space. He wanted to revise the position of the implant by pulling the implant back (anteriorly) by a few mms. He attempted to reattach the inserter however the threads on the cage appeared to be stripped and the inserter stylet would not tighten to the cage. He used an up-going curette to remove the implant. We retrieved a new implant and finished the case with successfully. There was a surgical delay of three (3) minutes. There were no patient consequences. The procedure was successfully completed. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: bengal implant lrg 5mm 7 deg (part number 187301205, lot 129223, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.